Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant dissociation.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device shows yellowing of the color and some damage on the surfaces of the insert. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. An evaluation performed by our research lab noted the legion ps high flex xlpe insert had some yellowing on the superior articulating surface. In addition, the surface had some abrasion, burnishing, and damage. Burnishing, deformation, and damage were also visible on the on the inferior surface. The damage on the superior, anterior, and inferior faces was potentially caused by a surgical tool during extraction. The posterior locking mechanism was deformed (pushed in). It was unclear whether this was a cause or effect of disassociation. One edge of the anterior locking mechanism also appeared pushed in and burnished on the inferior surface. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.